Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a stent graft in a left arm a-v fistula, the stent graft jumped slightly forward. The lesion ws adequately covered by the stent graft; therefore, there was no attempt to reposition it and the procedure was completed. There was no reported pt injury.